Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the torn cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient's blood glucose reached 599mg/dl after wearing the pod on his abdomen for longer than 48 hours. Correction boluses did not seem to work. Treatment included removing the pod and then using a syringe to inject insulin (8 units). Settings changes had been made to the patient's basal settings and carbohydrate ratio on (B)(6) 2018. The father stated that the cannula was torn after removal. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and inspection of the exposed portion of the soft cannula found it to be ripped, as reported. The fluid path was inspected and no issues were noted that would result in high blood glucose levels.